Manufacturer narrative:
Findings: unit received with blank display due to moisture damage at electronic assembly. Moisture damage on motor. Pump received with minor scratched lcd window, scratched case and pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin had blank display. Customer cannot recall the blood glucose reading. Troubleshoot was performed. Customer was push in the swimming pool and the insulin pump got exposed to water. After the water exposure, the insulin could not turn on. Customer also reported crack under the screen where the vial goes in. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions and the pump will need to be replaced. The insulin pump will be returning for analysis.